Event description:
It was reported that the patient had a rechargeable neurostimulator "for a short time" in 2008, but "could never get it to recharge" so it was replaced with a non-rechargeable unit in 2010. Additional information has been requested but was no available as of the date of this report.

Manufacturer narrative:
(B)(4).